Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was inaccuracy between the dose delivered and the dose displayed in the logbook. Customer stated after plunging the dial the difference between the dose intended and dose logged was greater than 1.0 unit. No harm requiring medical intervention was reported. The device is expected to return for analysis.